Event description:
It was reported that pump displayed recurring malfunction code 16 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset which did not resolve issue, arranged use of backup insulin pump for continued insulin delivery, and was provided replacement pump under warranty; customer was instructed to place malfunctioning pump in storage mode, transfer pump settings and reconnect cgm to replacement pump, and return original pump using pre-paid label within 10 days, all of which customer understood and acknowledged.